Event description:
The customer alleged they received questionable tina-quant albumin gen.2 (alb) results for two patients on their integra 400 plus analyzer. Both patient samples were urine samples. The customer stated that the initial results for both patients were reported outside the laboratory. The physician questioned the initial results. Repeat testing was performed and the results were found to be scattered. The customer would not provide the specific date of this event. The first patient's initial alb result was 125 mg/l. The second result was 39 mg/l. The third result was 6 mg/l. The fourth result was 195 mg/l. The fifth result was 95 mg/l. The sixth result was 6 mg/l. The second patient's initial alb result was 6600 mg/l. The second result was 77 mg/l. The third result was 54 mg/l. The fourth result was 28 mg/l. The customer changed to a new reagent pack. After calibration, both samples were measured in duplicate and the results were stable. The mean repeat for the first patient was 10 mg/l. The mean repeat for the second patient was 8.5 mg/l. There were no adverse events. The alb reagent lot number was 686279 and the expiration date was 03/30/2015. The field service representative replaced probe c. After replacement, it was confirmed the results were stable.

Manufacturer narrative:
This event occurred in (B)(6).